Manufacturer narrative:
The hospital cancelled the (B)(6), 2014 appointment for a system service checkout of the stellant injector system. We are awaiting a response from the site to reschedule the equipment checkout. The hospital has agreed to add'l applications training, but the date has not yet been determined. Previous training was provided to the customer on (B)(6), 2013. The disposable involved at the time of the reported event were discarded. The lot number used at the time of the event could not be confirmed. The site continues to use the injector after the reported event - no further issues were reported. If the event add'l info is received, a f/u report will be submitted.

Event description:
A bayer rep reported the following: a pt suffered an alleged air injection while connected to the stellant injector system (B)(4). The radiologist at the site failed to purge the disposable line connected to the pt prior to injection. The pt became ischemic, suffered respiratory problems and lost consciousness. The pt received treatment by the emergency service cut specific details of treatment were not disclosed. The pt later recovered.